Event description:
Caller states patient received the following results on the inform system within 10 minutes using comfort curve test strips: 417 mg/dl and 174 mg/dl; 529 mg/dl and 225 mg/dl. The comparisons were performed on different dates. During the first comparison, a lab value of 155 mg/dl was obtained 13 minutes later. During the second comparison, a lab value of 149 mg/dl was obtained 37 minutes later. Patient was treated with insulin based on lab values. No adverse event reported. Requested return of suspect device and replacement was sent.